Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during a lithotripsy procedure performed on (B)(6) 2024. During the procedure, the balloon ruptured while dilating the papilla. The customer reported that no pieces of the balloon detached inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had a pinhole located approximately at 65 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the papilla during a lithotripsy procedure performed on (B)(6) 2024. During the procedure, the balloon ruptured while dilating the papilla. The customer reported that no pieces of the balloon detached inside the patient. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.